Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was discovered via x-ray, that an everest atr set screw had migrated causing a rod to move from its original position on the posterior spine. Additionally, a vertebral body replacement on the anterior spine dislocated. Revision surgery was performed. This report represents the vertebral body.

Manufacturer narrative:
The device was not returned and was therefore unavailable for evaluation; however, x-rays were provided by the rep. Upon review, it was observed that the interbody had migrated anteriorly. No supplemental fixation was observed. A review of the complaint and device history records could not be performed as a valid lot code was not provided and could not be obtained. Upon review, it was observed that the interbody had migrated anteriorly. No supplemental fixation was observed. It is possible that post-operative patient activities, coupled with lack of supplemental fixation, allowed for dynamic motion within the construct, which may contribute to a failure of this nature. Further investigation for this event is not possible at this time as no device and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was discovered via x-ray, that an everest atr set screw had migrated causing a rod to move from its original position on the posterior spine. Additionally, a vertebral body replacement on the anterior spine dislocated. Revision surgery was performed. This report represents the vertebral body.